Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent deployment and deflation difficulties occurred. The target lesion was located in an unknown vessel. A 2.25 x 16 mm taxus liberte drug eluting stent was placed in the lesion and inflation was attempted. It was reported that after inflation the stent did not deploy. After deployment attempts the delivery balloon would not deflate. The procedure was successfully completed with a cypher stent. No patient complications were reported. The patient status was reported as "satisfactory/good." Three attempts have been made in the past 20 days to get further information without success.